Event description:
The machine was in coag mode with a setting of 50 watts spray. The doctor was working in the incision using metal forceps to pick up the bleeder and using the pencil to coag. The ground pad appeared okay as there was no rem alarm and the patient is fine. The doctor incurred a minor burn on the thumb.